Event description:
Patient underwent full revision surgery. During the surgery the surgeon first tried reinserting the lead pin but high impedance was still seen, so a full revision was performed. The explanted products were discarded.

Event description:
Patient presented with high impedance, >9,000 ohms and was referred for x-rays and surgery. There has been no reported trauma and the patient had just recently been replaced. No known surgical intervention has occurred to date. No other relevant information has been received to date.